Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 4 months after implant placement. The bone quality was type IV. The oral hygiene around implant site was good. No significant findings were found during the removal surgery. The use of bone augmentation material was not reported. The patient will need another surgical intervention.